Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient went to the urgent care and diagnosed with cellulitis. The patient also mentioned that the site was red, swollen, warm, hot, painful and discharging pus. The patient was treated with oral antibiotics. The patient spent 20 minutes at the urgent care.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.